Event description:
During a lap gastric bypass procedure, the instrument was used and tested and worked properly. Upon placing inside the pt, 2 bites were taken and activated; after the 3rd bite it stopped working. Handpiece good and generator good, just the instrument itself that failed. Opened another device of the same product code and it worked fine. No pt consequence.